Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a pump stop on (B)(6) 2026. The patient stated that they did not realize their pump stopped and reseated. It was also noted that the pump stop reset the controller clock. Log files were submitted for review and capture controller clock corrupt events. The log file captured low power and no external power events prior to the pump stop but they were not responded to. The amount of time the pump was off could not be determined. Once power was restored the pump returned to operating at the set speed. The last good time stamp in the event file was 19jan2026 at 0:29:03. The last good time stamp in the periodic log was (B)(6) 2026 at 23:51:44. The log file showed the clock was reset on (B)(6) 2026 at 10:06:42. The power loss occurred 11 days ago.

Event description:
It was later reported that the cause of the low power and no external power event was due to the patient falling asleep on battery power and the batteries ran out of charge followed by the emergency backup battery running out of charge. The alarm resolved after the patient changed to a fresh set of batteries.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a pump stoppage was confirmed via the submitted log files. A review of the submitted log files revealed that a low voltage advisory alarm was activated due to battery use. This alarm progressed to a low voltage hazard alarm and ultimately progressed to a no external power alarm following depletion of the 14 volt batteries. Following this, the backup battery began supporting the system. The backup battery supported the system as intended until it ultimately depleted, causing the pump to stop and the system controller to shut down. The system controller was later connected to external power, and the pump ramped up to the set speed as intended. The events following the pump stop had corrupted timestamps and caused controller clock corrupt alarms to be active. These alarms were caused by a total loss of power to the system controller. There were no other notable events captured in the log files. The pump appeared to be operating as expected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number, (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage advisory, low voltage hazard, and no external power alarms. Section 3 of the IFU, entitled ¿powering the system¿, provides instruction on how to power the system controller. This section also advises the user to ensure when changing power sources to always have at least one power cable connected to external power at a time. This section advises the user to not sleep on 14v li-ion batteries. Section 2 of the IFU, entitled ¿system operations¿, explains the operation of the controller backup battery. This section informs the user the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.